Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("xenobiotic material removed") in a (B)(6) female patient who received essure for sterilization. On (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced medical device removal (serious criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (surgery to remove). Essure was withdrawn. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Follow-up received on 14-dec-2016: quality safety evaluation of ptc was received. (B)(4). Sample not available since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and it was reported that the xenobiotic material has been removed. This case was considered potential legal case. This event, considered as device medical removal, was considered anticipated in the reference safety information for essure. In this particular case, the exact reason for essure removal was not specified. Despite the lack of details for a comprehensive causality assessment, causality with essure cannot be excluded. This case was regarded as incident because a device removal was required. According to the product technical complaint, product quality defect could not be confirmed but is considered plausible. Further information is being sought.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 6-jan-2017: the authority reference number for this case is (B)(4). No further information could be obtained company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and it was reported that the xenobiotic material has been removed. This case was considered potential legal case. This event, considered as device medical removal, was considered anticipated in the reference safety information for essure. In this particular case, the exact reason for essure removal was not specified. Despite the lack of details for a comprehensive causality assessment, causality with essure cannot be excluded. This case was regarded as incident because a device removal was required. According to the product technical complaint, product quality defect could not be confirmed but is considered plausible. No further information is expected.